Manufacturer narrative:
The meter was returned. The test strips were not returned. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.7 inr. Donor #2 inr: 2.2 inr. Donor #1 hct: 48.5%. Donor #2 hct: 45%. Donor #1: master lot: 2.7 inr. Donor #1: master lot and customer meter: 2.6 inr. Donor #2: master lot: 2.2 inr. Donor #2: master lot and customer meter: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the complaint that would point to a cause for the discrepant results. A specific root cause was not identified for this event. .

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of an erroneous inr result on coaguchek xs meter with serial number (B)(4) compared to the doctor¿s coaguchek xs meter. The customer tested on his meter and the result was 1.9 inr. "Within minutes" the customer was tested on the doctor¿s coaguchek xs meter and the result was 2.7 inr. Based on the result of 2.7 inr, no adjustments were made to the customer¿s warfarin dosage. The customer stated the nurse stuck his finger once, was unable to get enough blood, and stuck the finger a second time for the result of 2.7 inr. The customer¿s therapeutic range is 2 ¿ 3 inr. No adverse event occurred. No treatment was received. The customer is doing okay, in stable condition. The customer is not anemic or polycythemic. The customer is not on heparin, lovenox or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer has had no abnormal bleeding or bruising. The meter has not been cleaned, but it is fairly new. The meter and test strips were requested for investigation. Relevant retention test strips (lot 235609-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.